Manufacturer narrative:
This incident was not reported to applied medical. We have contacted the hospital and have requested the return of the event sample for our investigation. A follow-up report will be sent upon completion of the evaluation.

Event description:
Ureteral stent placement - "unable to thread stent onto guidewire, flattened areas noted on stent. Discontinued use and obtained different stent. No harm to patient. Another stent obtained and used with success."